Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a manual injection to address the bg level. After removing the obstruction from the speaker holes, the alarm cleared.